Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the cartridge with 300 units of insulin, then continued to fill the cartridge with more insulin, stating that pressure was not felt when filling. Subsequently, the cartridge bag ruptured and the cartridge began leaking. There was no impact to the customer's blood glucose level. The customer was instructed regarding the proper cartridge filling and load process.